Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.